Event description:
This complaint was determined to be reportable upon the eval of the returned device which occurred in 2007, at which time it was determined that the device exhibited a reportable complaint condition. The complainant reported that the physician performed a therapeutic liver ablation on a male pt (age unk). During the procedure, the physician failed to see the distal tip of the cannula under echo using a metal guide. Therefore, the physician advanced and then pulled back the needle several times in an effort to confirm positioning. However, the physician was unable to confirm the device position. The distal cannula was then remove from the pt, when it was observed that the leveen superslim needle electrode had bent. The clinician then obtained another leveen superslim needle electrode and successfully completed the pt procedure. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction. Upon the eval of the returned device, it was found that the leveen superslim needle electrode exhibited peeling of the coating/insulation.

Manufacturer narrative:
A review of the device history records for the reported lot number was conducted. All records appear normal and no related quality issues or mfg deficiencies were noted. A lot history search was performed and found one other complaint against lot number 9292248 for a non-related issue. The visual eval found that the distal end of the electrode had been bent. The insulation had been nicked or damaged in three places. The array was visually examined and a full even umbrella shape was found. A dimensional check of the returned device was performed. The bend in the electrode was found to be 2.5 cm from the distal end of the device. The damaged areas in the insulation were found to be at 4.6, 4.8 and 8.3 cm from the distal end of the device. A functional eval of the leveen superslim needle electrode found that the array would deploy and retract without issue. The continuity of the tines of the array was found to be able to conduct current, indicating proper connectivity of the device. The proximal damaged area in the insulation was also checked for possible continuity and it was verified that current could be conducted through the damage in the insulation. The root cause of the damaged insulation has been determined to be the result of user technique with the metal needle guide. The exact root cause of the reported bend cannot be definitively determined at this time. The most probable root cause for the bend in the electrode is that the device was bent during an attempt to retract or advance the device in the metal needle guide. The march 2007 rf probes product family trending chart was reviewed and the product family is at or above the cal limit and/or shows an unfavorable trend. A corrective action has been opened to address the damaged insulation issues. The dfu for the leveen superslim needle electrode warns the user of the following: if a needle guide is used, such as with the leveen superslim needle electrode, carefully advance the electrode through the needle guide, making certain no to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode. A break in the insulation may result in tissue burns along the length of the electrode.